Manufacturer narrative:
An event of atrial fibrillation was reported. A more comprehensive assessment could not be performed, as the device remains implanted was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 28mm amplatzer septal occluder was implanted in the patient on (B)(6) 2021. Immediately post successful implantation of the device, it was noticed that the patient was no longer in sinus rhythm, but was in atrial fibrillation. The patient was administered 10ml of metoprolol and will be monitored to ensure they go back into sinus rhythm. There is no clinically significant delay in procedure. The patient is stable and will be monitored. The physician attributed the onset of atrial fibrillation to the implant procedure. The lot number of the delivery system is unknown. No additional information was provided.